Event description:
Patient representative reported "rapid and severe swelling of the breast. The pain became increasingly severe, so that due to a massive worsening and further swelling in the breast", gel bleed and capsular contracture, baker grade unknown. Device status is unknown. This relates to the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and gel bleed.

Event description:
Patient representative later reported "seroma" and "device destroyed". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., d.1., d.2., d.4., b.5., d6b., g.4., h.4., h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: infection (unknown onset) and rupture.

Event description:
Patient representative reported "rapid and severe swelling," pain, "capsular fibrosis" capsular contracture, baker grade unknown, and gel bleed per ultrasound finding. Patient representative later reported "seroma" and "device destroyed". Patient representative further reported rupture and infection(unknown onset). Un-report gel bleed that was previously reported. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6,. H11. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. Edema: unable to observe as it is not related to the device. Seroma late: unable to observe as it is not related to the device. Infection (late onset): unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient representative reported "rapid and severe swelling," pain, "capsular fibrosis" capsular contracture, baker grade unknown, and gel bleed per ultrasound finding. Patient representative later reported "seroma" and "device destroyed". Patient representative further reported rupture and infection(unknown onset). Un-report gel bleed that was previously reported. The device has been explanted and replaced with a non-allergan device.

Event description:
Patient representative reported "rapid and severe swelling," pain, "capsular fibrosis" capsular contracture, baker grade unknown, and gel bleed per ultrasound finding. Patient representative later reported "seroma" and "device destroyed". Patient representative further reported rupture and infection(unknown onset). Un-report gel bleed that was previously reported. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Further investigation summary: review of sterilization and seal strength records related to work order 2465687 did not identify any deviations or non-conformities that may be associated with the reported device. The sterilization process was successfully completed, and seal strength test results were found to be acceptable. See 30012136 sterilization run, and seal testing attached. Environmental monitoring results for may 2013, and bioburden monitoring results for may 2013 were reviewed, refer to enviro/micro summary section for more details. During the DHR review, in the assembly router 2465687 it was found a missing n/a in the environmental monitoring process. This documentation issue did not have any impact during the execution of the operation involved thus it doesn¿t have any effect in the integrity of the implant. The review of the documentation associated with the manufacturing process indicates that all devices with lot number 2465687 were released in accordance with abbvie¿s procedures and were no defects/problems/issues observed during the manufacturing process and the review of the documentation associated to the investigation. According to the device history record review performed, the reported event was not confirmed. Reason for reoperation: infection (late onset).